Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise. In addition, the patient was hypotensive, pale and experiencing shortness of breath (sob) post-operative. Moreover, it was observed that the patient had large pericardial effusion with no perforation. Further, a pericardiocentesis was then performed and blood was removed then a drain was placed. It was thought that likely there was a tear in the superior vena cava (svc) from the extraction. No additional adverse patient effects were reported.